Event description:
The manufacturer received information alleging an everflo oxygen concentrator had thermal damage to the power cord. There was no report of patient harm or injury. The device has yet to be evaluated by the manufacturer's service center. A follow up report will be filed when the manufacturer has completed the investigation.

Manufacturer narrative:
The manufacturer previously reported an everflo oxygen concentrator allegedly having thermal damage to the power cord. There was no report of patient harm or injury. The device was returned to a third party service center for evaluation. During the evaluation of the device, the manufacturer confirmed the customer's complaint. The power cord was replaced to address the issue. Product labeling states," keep the device at least 15 to 30 cm away from walls, furniture, and especially curtains that could impede adequate airflow to the device. Do not place the concentrator in a small closed space (such as a closet)."